Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/11/2015, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue with the pump. It was reported that the pump battery compartment was damaged. It was alleged that there was moisture visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during investigation, a visual inspection of the pump revealed that there was a crack in the battery compartment. There was moisture observed in the battery compartment. The pump was opened and moisture was found inside the pump.